Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was not able to verify the reported issue. Reviewed logs and found that there was no pressure trigger and multiple switches between ECG and bp trigger on the reported day. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) unit alarmed and stopped pumping. There was no harm reported.